Manufacturer narrative:
Based on the provided evidence, the integra 400 plus meets specifications. The observed differences of about 5% in the na measurement of c501 and integra 400 plus are due to intrinsic differences in the ise systems of the two instruments.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode on a cobas integra 400 plus. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 137 mmol/l when tested on a cobas 6000 c (501) module. The sample was repeated on the c501 analyzer, resulting with an na value of 138 mmol/l. The sample was repeated on the integra 400 plus analyzer, resulting with an na value of 130.5 mmol/l. The lot number of the na electrode was requested, but not provided.